Event description:
Event description guidant received information that this transvenous defibrillation lead displayed a clincial event screen that reported that the shocking lead impedance was greater than 125 ohms. No adverse patient symptoms were reported.